Event description:
It was reported that the pt was more spastic and "receiving less benefit despite escalating doses". The catheter was revised (see MFR report# 3007566237201000376). The pt experienced hypertonia. The lioresal dosage was increased with no change in efficacy. There were no pump alarms. A catheter dye study was done (B) (6) 2010; no problem was found. No problem was found during a rotor study. On (B) (6) 2010 the catheter was replaced. The hcp reported there was no pt injury associated with the event.

Manufacturer narrative:
(B) (4).